Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, joint swelling, arthralgia multiple, pulmonary edema, back pain, chest pain, shortness of breath, diarrhea, epigastric pain, gastritis, blurred vision, dizziness, shortness of breath, palpitations, pulmonary edema, hiatal hernia, photophobia, cephalgia, hemorrhoids, cholelithiasis, pelvic adhesions, pulmonary edema, bacterial vaginosis, urinary tract infection, rash, dermatitis, colitis and gerd. She denied any loss of consciousness, seizures, dizziness, paresthesia¿s, and focal weakness, loss of sensation, speech change, fever, nausea or vomiting. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), colitis ("gastrointestinal or digestive system condition type: colitis"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, back pain, pain in extremity and abdominal pain had resolved and the dyspareunia and colitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, colitis, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter was added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, joint swelling, arthralgia multiple, pulmonary edema, back pain, chest pain, shortness of breath, diarrhea, epigastric pain, gastritis, blurred vision, dizziness, shortness of breath, palpitations, pulmonary edema, hiatal hernia, photophobia, cephalgia, hemorrhoids, cholelithiasis, pelvic adhesions, pulmonary edema, bacterial vaginosis, urinary tract infection, rash, dermatitis, colitis and gerd. She denied any loss of consciousness, seizures, dizziness, paresthesia¿s, and focal weakness, loss of sensation, speech change, fever, nausea or vomiting. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), colitis ("gastrointestinal or digestive system condition type: colitis"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, back pain, pain in extremity and abdominal pain had resolved and the dyspareunia and colitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, colitis, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: event injury replaced by the new pfs received events " abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dyspareunia (painful sexual intercourse), pain, abnormal bleeding (general), leg pain, abdominal pain,gastrointestinal or digestive system condition type: colitis, hair loss, back pain" were added. Medical history, reporter information and lab data were added. Outcome of events " all symptoms except painful intercourse and colitis were updated as resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, joint swelling, arthralgia multiple, pulmonary edema, back pain, chest pain, shortness of breath, diarrhea, epigastric pain, gastritis, blurred vision, dizziness, shortness of breath, palpitations, pulmonary edema, hiatal hernia, photophobia, cephalgia, hemorrhoids, cholelithiasis, pelvic adhesions, pulmonary edema, bacterial vaginosis, urinary tract infection, rash, dermatitis, colitis and gerd. She denied any loss of consciousness, seizures, dizziness, paresthesia¿s, and focal weakness, loss of sensation, speech change, fever, nausea or vomiting. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), colitis ("gastrointestinal or digestive system condition type: colitis"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, alopecia, back pain, pain in extremity and abdominal pain had resolved and the dyspareunia and colitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, colitis, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.